Event description:
On (B)(6) 2023, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported that during the peg placement, air entered the patient's body outside her stomach which caused stomach pain. The patient was administered IV cortisone. It was reported that following the discharge from hospital for the tubing placement, the patient went to the emergency room due to vomiting and pain in the area of the stoma. An abdominal CT was performed which revealed pneumoperitoneum. The patient was administered intravenous primperan, morphine and enantyum. On (B)(6) 2023, the patient was evaluated by the physician, and showed no signs of pain, and good appearance of the stoma site.

Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Catalog number is the international list number which is similar to us list number of 062910. Code of 4581 was chosen to capture the event of pneumoperitoneum. Pneumoperitoneum is a known complication of a peg tube/j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.